Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Event description:
A 3mm error in xvi registration. The relative automatic table move (ratm) did not move to the correct position, possibly due to an issue with the fine potentiometer.

Manufacturer narrative:
In this instance the qa procedures were not regularly followed at the hospital, which are in place to detect drifts and variations. In this case one component was the cause and that should not have gone unnoticed. The coarse and fine pots were replaced and the table was re-calibrated. No further action is planned. This is the final report.